Event description:
It was reported that there was a change in r wave amplitude which led to t wave oversensing on the right ventricular lead. It was further reported that the sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a change in r wave amplitude which led to t wave oversensing on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.